Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/10/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/25/2013 with the following findings:the keypad cover was returned torn over the up arrow button. During testing, all the keypad buttons were intermittently unresponsive. The keypad cover was removed and evidence of contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. A test screen was installed and displayed normally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.